Event description:
It was additionally reported that the patient also received vt radiation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Review of the log files captured the system operating as intended at the set speed. No notable events or alarms were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU, revision d, is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that pulse field ablation (pfa) was done on a patient with chronic ventricular tachycardia (vt). At the end of the case, radio frequency ablation was done. The speed, power, flow and pulsatility index (pi) were monitored during the case. The case started at 0807 with patient sedated and intubated. The clock was adjusted, because it had the wrong time. The first pfa was delivered at 1021. Then successive pfa¿s were delivered at 1022, 1023, 1024, 1037, 1038, 1039, 1040, 1041, 1224, 1225, 1226, 1227, and 1228. There were absolutely no changes to any of the parameters during any of the pfa¿s. Log file contained mostly pi events. 123 pi events on 19feb2025 at 22:47:53 to 20feb2025 at 8:11:05. There were no unusual events recorded in the event log file history. It was unknown whether the patient had a history of arrhythmia before left ventricular assist device (lvad) implant, although the patient had an implantable cardioverter-defibrillator (ICD) prior to lvad and was on amiodarone in historical notes. The patient went back into vt the next day and was transferred to another hospital for an epicardial ablation.

Manufacturer narrative:
Section h6: health effect - impact code corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the patient did not have any symptoms from the vt and the vt did not result in clinical compromise. The patient did have a history of arrhythmia prior to device implant. Implantable cardioverter-defibrillator (ICD) shock and cardioversion treatment was performed. The arrhythmia was not thought to be device related.